Event description:
Patient with history of an aortoiliac graft. The graft required dilating during the procedure as it was very tight with scar tissue. Then balloon angioplasty was performed on the aortoiliac graft and left iliac limb. A 24 french dilator was inserted up into the aorta. The dilator was removed and the sheath was flushed with heparinized saline. Then the surgeon inserted the main device which was a 40 mm inside diameter and 10 cm in length. This was inserted over a lundquist wire. It was inserted until he got down to the left subclavian. Through the same sheath, he inserted a glidewire up to the ascending aorta followed by a pigtail catheter. A stent was deployed. He reinserted the pigtail back into the thoracic aorta and performed aortic arch angiogram. Another stent was deployed. Completion angiography was done. It was noted when using the marked pigtail catheter; there was an absence of marking on the pigtail. It was noted the markings had actually come off of the pigtail catheter and they were present in the left iliac limb. Over a wire, the surgeon inserted a compliant balloon and then a 10 x 4 balloon. He inflated the balloon proximally and attempted to bring the markers down through the limb into the sheath, however, it seemed that they were stuck at the level of the left iliac limb. Since he could not retrieve them, he decided to cage them with a stent in order to prevent it from embolizing. An 8 x 37 balloon expandable stent was placed in the left iliac limb after angiography was performed to identify the aortobi-iliac bifurcation. Then this was balloon angioplastied up to 10 atmospheres successfully deploying this in the left ilac limb. He retracted the balloon and performed completion angiogram which revealed adequate placement of the iliac stent and good caging of the marking markers. The patient had an uneventful post-op course and was discharged the next day.